Event description:
The patient was positioned on the bed. The frame began to crack. The physician opted to continue with the procedure. Location of crack: wilson frame base, mid-left rim, about 1inch.